Manufacturer narrative:
DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test and np end check was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Base on investigation above, the certain cause cannot be concluded at the moment. As reported by hospital, there were inappropriate attaching operation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (7 count) the product was damaged and unable to deliver insulin. There was no report of patient impact. The following information was provided by the initial reporter: the patient complained that the liquid medicine could not be discharged during the self-injection of insulin at home. After examination, the needle of the injection pen was found to be broken, so the needle was replaced in time, installed and used normally.